Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-06980. It was reported the patient's scs system was removed. The patient stated she did not like the sensation from the scs system's stimulation and felt it was no longer helping her pain.